Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm occurred during insulin therapy. Customer's blood glucose was 185 mg/dl. Customer change cartridge to resolve the issue and resumed pump therapy.